Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient had a bard/davol ventrio hernia patch, product 0010212, lot huuh1336, implanted to repair an epigastric hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." On (B)(6) 2015: the patient underwent an additional surgery for incision and drainage of a chronic abdominal wound infection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient had a bard/davol ventrio hernia patch, product 0010212, lot huuh1336, implanted to repair an epigastric hernia defect. On (b(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." On (B)(6) 2015: the patient underwent an additional surgery for incision and drainage of a chronic abdominal wound infection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with epigastric hernia thereby underwent laparoscopic hernia repair with the implant of ventrio mesh. Per operative notes, ¿the epigastric hernia was found to be incarcerated because there were adhesions of omentum to the hernia sac. The omentum was reduced and divide peritoneal adhesions to the hernia sac. A ventrio mesh was placed circumferentially around the defect and sutured.¿ on (B)(6) 2015 - patient was diagnosed with abdominal pain and small bowel obstruction from incarcerated recurrent ventral hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿the hernia sac was dissected and opened. The ascites was drained the small bowel was then dissected from the neck of the hernia sac. The superior aspect was tight and had some adhesions causing acute angulation of the small bowel resulting in bowel obstruction. There was some chronic obstruction along with adhesions of the small bowel to the mesentery. The small bowel was completely freed up. The mesh was noted on the inferior edge of the defect which was completely scarred and shriveled up. The mesh was completely removed and the hernia sac was dissected circumferentially.¿ attorney alleges that the patient had adhesions, bowel obstruction, infection, mesh shrinkage, hernia recurrence, pain and emotional injuries. It is also alleged that the mesh shriveled up, unable to lift weights, exercise, walk dog or play with children, unable to teach martial arts or participate in practice sessions and unhealed abdomen wound.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 9 months post implant of ventrio mesh, patient was diagnosed with abdominal pain, bowel obstruction, hernia recurrence, ascites, fibrosis, mesh shrinkage and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.